Event description:
(B)(4). Same case as: 2134265-2010-03823. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and myocardial ischemia. The patient presented due to current unstable angina. Lesion 1 was located in the left posterolateral (lpl). The lesion was 80% stenosed, 2.5mm in diameter and 5mm long. The target lesion was treated with direct stenting with the placement of a 2.75x12mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was a bifurcated lesion located in the 1st diagonal. The lesion was 95% stenosed, 2.5mm in diameter and 30mm long. The target lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2010, the patient experienced myocardial ischemia and underwent cardiac catheterization. A 95% in-stent restenosis was identified in the 1st diagonal. The lesion was treated with balloon angioplasty and placement of a 2.75x28mm non-bsc stent. Residual stenosis was 0%. A 50-70% in-stent restenosis was identified in the lpl. The lesion was treated with direct stenting and placement of a 2.75x18mm non-bsc stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Event description:
This report is a duplicate of : 2134265-2010-05214 it was further reported that the 50-70% in-stent restenosis was identified in the distal left circumflex (cx) instead of the lpl as initially reported.

Manufacturer narrative:
Patient identifier - (B)(4). Device is a combination device. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).